Event description:
It was reported that the catheter broke. No adverse event was reported at the time of complaint.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. Follow-up with the physician's office indicated that the distal tip remained in the patient at the time of the report and that the patient was stable. One partial catheter was received for evaluation and investigation. Visual inspection of the catheter revealed the catheter was overstretched, and that a puncture was observed at part of the infusion segment of the catheter. The distal tip was not received. Because no lot number was provided, the lot and device history could not be reviewed. Based on this information received and the evaluation of the catheter received, the technique used in the removal of the catheter most likely contributed to the reported incident. In the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.